Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the guidewire would not progress though the lead making it difficult to place. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.